Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2020 during the index procedure, a zdeg-pt-34-159-pf was implanted without difficulty. The degree of oversizing was not reported. A molding balloon was not used during the procedure. No other devices were placed. Primary indication for implant was as a proximal extension to a zta initially used to treat a penetrating aortic ulcer. Details on the proximal landing zone were asked but were marked as not known. The proximal edge if the graft fabric was in zone 3 but the graft fabric did not cover the left subclavian artery. The device was patent without device integrity issues at the end of the procedure. The patient was discharged on (B)(6) 2020. A CT dated on (B)(6) 2020 revealed the device was patent with no endoleak or device integrity issues. This CT also revealed a new penetrating aortic ulcer (pau) ¿downstream of the left subclavian¿ that was treated on (B)(6) 2020 with placement of a zdeg-p-30-142-pf. A CT dated on (B)(6) 2021 revealed a type I distal endoleak of the zdeg as well as a type ii endoleak. No other device issues were identified. On (B)(6) 2022 the patient had a zta-p-32-201 implanted to overlap between the 2 implanted zdeg devices to treat a type iii endoleak as well as the type ib endoleak. A CT dated on (B)(6) 2022 revealed only the type ii endoleak. No other device issues were identified.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2020 during the index procedure, a zdeg-pt-34-159-pf was implanted without difficulty. The degree of oversizing was not reported. A molding balloon was not used during the procedure. No other devices were placed. Primary indication for implant was as a proximal extension to a zta initially used to treat a penetrating aortic ulcer (pau). Details on the proximal landing zone were asked but were marked as not known. The proximal edge of the graft fabric was in zone 3 but the graft fabric did not cover the left subclavian artery. The device was patent without device integrity issues at the end of the procedure. The patient was discharged on (B)(6) 2020. A CT dated (B)(6) 2020 revealed the device was patent with no endoleak or device integrity issues. This CT also revealed a new pau ¿downstream of the left subclavian¿ that was treated (B)(6) 2020 with placement of a zdeg-p-30-142-pf, which was implanted proximally to zdeg-pt-34-159-pf. Per the reported information, the new pau was in the aortic arch. A CT dated (B)(6) 2021 revealed a type 1b endoleak of the zdeg as well as a type 2 endoleak. No other device issues were identified. Per the last reported information this type 1b endoleak refers to the zta-p-28-109 (complaint device) and not to the zdeg. On (B)(6) 2022 the patient had a zta-p-32-201 implanted to overlap between the 2 implanted zdeg devices to treat a type 3a endoleak (pr376777) as well as the type 1b endoleak. A CT dated (B)(6) 2022 revealed only a type 2 endoleak. No other device issues were identified. Due to the received information, it is assumed that a type 2 endoleak refers to one of the two implanted zdeg devices (pr364886). This complaint addresses a type 1b endoleak. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Endoleak is listed as a potential adverse event in the instructions for use. No imaging was provided for investigation. Based on the limited provided information it has not been possible to determine the cause of the endoleak. Cook will reopen this complaint if additional information is received. It is noted that zta device is used in combination with zdeg, which is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.